Event description:
It was reported that during patient treatment, the ventilator to which the compressor was connected, alarmed for low air supply. There was no patient harm. (B)(4).

Manufacturer narrative:
The compressor printed circuit board was returned for investigation. The visual inspection of the pc board did not reveal any deviations. The returned pc board was installed in a compressor for functional testing. The long term functional testing did not reveal any malfunction. The cause to why the compressor got into a standby mode cannot be determined by this investigation. The returned pc board worked as expected and did not show any deviations.

Event description:
(B)(4).